Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed, and no anomalies were found. The analyst also noted that the helix extends and retracts smoothly and within specification.

Event description:
It was reported that during the implant attempt, the helix jumped out instead of deploying smoothly. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.